Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 6.8 mmol/l. The customer stated that the keypad was not responsive. The customer stated that they were not able to deliver a bolus. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to the keypad assembly. The connector at the printed circuit board was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor, displacement test and leak test. The insulin pump had minor scratched lcd window.